Event description:
Boston scientific (bsc) crm received info that this dextrus right ventricular lead had dislodged. Therefore, a revision procedure was performed and the lead was explanted and replaced.